Event description:
Sterile suction tubing was opened and found to be contaminated. A search of that lot number (j17070434s) found 3 other tubing that also appeared to be contaminated. No contaminated tubing made it to a sterile field (other lots pulled for contamination j16081634s and j16092334s).